Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06139. It was reported the patient is planning to have the scs system explanted. The patient reported relief from the stimulation has decrease and the stimulation is intolerable at night or when lying on his back. Also, the lack of relief causes him to turn up the amplitude higher, resulting in frequent charging. The patient plans to contact his physician to have the system surgically removed.